Manufacturer narrative:
Investigation summary. Bd had not received samples, but one photo and one video were provided for investigation. The photo and vide were reviewed and the indicated failure mode for tube push off was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of tube push off was not observed. Also, 5 retention samples from bd inventory were evaluated by functional testing and the issue of tube push off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the tubes pushed off from the non-patient needle on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter fax # (B)(6). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the tubes pushed off from the non-patient needle on unspecified number of devices. There was no health impact or consequence reported.